Manufacturer narrative:
The onset of the patient's driveline tear was reported under MFR# 2916596-2022-10352. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a previous tear in the outer sheath of the patient's driveline that was re-taped with rescue tape.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for ongoing abdominal pain. The patient was found to have lactate dehydrogenase (ldh) value of 1421, and increased flows. Urine was a darker orange color. A computed tomography angiography (cta) was performed on (B)(6) 2023 that noted dilation and bleeding/lobulation of the celiac artery and splenic artery, right renal cortical infarcts and a 15x9 aneurysmal outpouching of distal abdominal aorta near bifurcation. No interventions were performed but the patient was being worked on bowel regimen to relieve gas/bloating/constipation. The patient was put on heparin and the patient's ldh trended down. The patient was discharged on ticagrelor.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported damage to the outer jacket of the patient¿s driveline was confirmed through the submitted photographs. A specific cause for the reported damage could not be conclusively determined through this evaluation; however, it did not appear to have contributed to an electrical issue. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted images confirmed tears in the outer jacket. Although the bionate cover was exposed, it appeared to be intact, and no wires were visible in this area. The damage appeared to be cosmetic only. It was reported that the damage was covered with rescue tape. The submitted log files collectively contained events from (B)(6) 2022 through (B)(6) 2023. The pump appeared to function as intended and operated above the low speed limit for the duration of the files. The patient remains ongoing on hmii lvas, serial number (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, peripheral thromboembolic event, and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.